Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Claims charger sparked and left unplugged for the day. Next time plugging charger in, claims smoke and flames from charger.

Manufacturer narrative:
Only the charger was returned for evaluation. The evaluation concluded that there was a dislodged iec connector. There was no visual evidence of fire on the returned charger.

Event description:
Claims charger sparked and left unplugged for the day. Next time plugging charger in, claims smoke and flames from charger.